Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead exhibited suboptimal sensing and impedance measurements. No specific impedance values were provided but it was confirmed that measurements remained within normal limits. X-ray analysis did not note any abnormalities. An elective revision was performed wherein the chronic ra lead was explanted and a new ra lead was attempted but ultimately extracted as acceptable measurements could not be obtained. A second replacement ra lead was then implanted without issue. The patient's rv lead was explanted and replaced as well. No adverse patient effects were reported. The chronic leads are no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection noted set screw marks on the terminal pin in addition to a cuts in the insulation and suture sleeve at the suture sleeve tie down. Blood/body fluid was observed in the helix housing. Portions of the insulation and ptfe coating were noted to be bunched. The proximal end of the distal spring electrode was also separated from the lead body insulation with medical adhesive visible. Trilumen insulation abrasion through to the rs-/distal hv lumen was observed approximately 59-64 mm from the terminal pin. The location and type of damage suggest it was likely caused by lead-on-lead contact coupled with movement and pressure within the pocket area.